Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the following day, the intensive care unit nurse accidentally pulled impella cp pump into aorta. The physician was called in to reposition. Patient was stable and slightly hypertensive, so decision was made to remove impella at bedside. There was successful removal and hemostasis after 30 mins of manual compression.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issue has been completed. No product was returned for analysis. No data log analysis required. Clinical mentions the nurse accidentally pulled impella into aorta. The root cause of the positioning issue was most likely due to a use issue as evidenced by the clinical detail of staff pulling impella into aorta.